Manufacturer narrative:
(B)(4). This complaint for check drain line alarm was not confirmed due to unavailable sample. The root cause drain line touching water in toilet. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a check drain line alarm that occurred on the home choice (hc) unit during drain. The hp stated the drain line going to toilet and was touching water. The technical service representative (tsr) had the hp pull back drain line away from water level and restart the drain. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The hp stated that the alarm was resolved over the phone with the baxter technical service representative (tsr) they spoke with. The hp stated the problem was the drain line was too low into the toilet. The hp stated that they have not been making the same error since. They stated overall therapy has been continuing fine.